Event description:
A customer contacted global technical services (gts) regarding assistance with a low drain volume alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) explained the alarm to the home patient(hp). The home patient stated they have not had a treatment since last week and there is a lot of air in the patient line. The tsr explained to the hp that therapy had to be ended so they can start over. The tsr assisted the hp to end treatment. The tsr walked them through proper setup procedures. The caregiver(cg) contacted baxter on (B)(6) 2011 and left a voicemail message stating there were no issues with the supplies. The cg stated that she had caused air to get into the patient line by setting up therapy incorrectly. The cg stated that the home patient did not experience any adverse reactions or need any medical intervention. The cg stated this was an isolated incident and the home patient is currently performing therapy without any complications. There was patient involvement; however, there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for a low drain volume alarm was confirmed, and the root cause was determined to be due to air in the patient line. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.